Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump, the piston was not stopping, and insulin was squirting out. The customer's blood glucose level was 124 mg/dl. The customer stated that insulin was spewing out during the priming process. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. The customer was wearing the insulin pump during priming. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.